Event description:
It was reported that the target lesion was in the distal right coronary artery (rca), which was mildly tortuous and mildly calcified and was a concentric lesion. The voyager nc was delivered toward the lesion for pre-dilatation; however, it ruptured on the first inflation at 16 atmospheres. A non-abbott balloon was selected for use and was used without further issue. The procedure was completed with no pt effects reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned voyager nc catheter noted blood and contrast visible in the inflation lumen and the balloon was loosely folded, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the catheter when fluid was observed leaking from a longitudinal rupture in the distal taper of the balloon that extended proximally for a length of 7 mm, confirming the reported rupture. The scanning electron microscopy (sem) lab analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial longitudinal tears were observed along the inner surface. There were also areas of peeling found on the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to use. Based on the info provided, the lesion was mildly tortuous and mildly calcified. It is possible the balloon material interacted with other devices and/or the tortuous and calcified lesion, which may have caused the balloon to peel and contributed to the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, insufficient preparation prior to use, exposure conditions during the procedure, a material/processing, discrepancy, multiple inflations and/or high stress being applied to the balloon material. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There are no lot specific product quality deficiencies. Based on the info received with this complaint and the analysis of the returned product, the reported balloon rupture and damage noted may be related to circumstances of the procedure, however, a definitive cause cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.